Event description:
It was reported that during use cs300 intra-aortic balloon pump, english, 110v (iabp)¿s display wasn't working. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact - (B)(6). Updated fields - b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - b5, e1(initial reporter), e3, h6(medical device ¿ problem code). A getinge field service engineer (fse) stated that the customer biomed reported ECG was not displaying correctly. Turned device ¿on¿ and confirmed unit passed all power on self tests as evidenced by system test ok message. Connected known system trainer set on ECG trigger at 80bpm and known iab and initiated pumping. Unit successfully completed autofill and continued pumping for approximately 30 minutes without any alarms or abnormal function occurring. Evaluated logs and noted (2) fault code 37¿s with substring code of 16 indicating a potential leak in the circuit. Restarted device in clinical mode and initiated pumping with known system trainer set on ECG trigger at 100bpm and known balloon. Unit continued pumping for approximately 30 minutes without any alarms or abnormal function occurring. Device passed all performance and safety tests according to factory specifications. Unable to replicate reported issue of ECG not displaying correctly at this time. Device was returned to customer. Unit was located at bartlett campus at time of evaluation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) was not displaying ECG correctly. No harm or injury to the patient was reported.